Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units system overheated and stopped driving. The unit was replaced with another device and the use of this device was discontinued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : unknown